Event description:
"Cpi" received information that two leads were removed from service due to oversensing and inappropriate shocks. The patient received a new "ICD" and leads. Leads were capped and remain implanted.